Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient used the tubing to pull the pump out of their pocket, subsequently, the patient line separated from the cartridge. The user's blood glucose level was 305 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user changed all the supplies.